Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 3 days post implant, computed tomography (CT) revealed a right lower lateral abdominal wall musculature hematoma with no retroperitoneal hemorrhage. A hole in the common femoral artery (cfa) was determined to be the source of the bleed and was surgically repaired. 10 days post valve implant, bleeding was noted at the right groin. CT scan revealed a cfa pseudoaneurysm and hematoma. Surgical drainage was performed and blood transfusions were performed. 11 days post valve implant, the patient was also found to have a staph infection in the femoral wound. 15 days post valve implant, bleeding was again noted at the right groin access site. A rupture of the right cfa was noted. Surgical repair was performed along with 2 units of packed cells delivered. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: per the corevalve instructions for use (IFU), major or minor bleeding is a potential procedural complication and is associated with any cardiac or thoracic procedure, open or catheter-based, and may or may not require transfusion or intervention. Bleeding does not indicate a device malfunction or potential manufacturing issue. (B)(4).